Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): no anomalies found, however blood was noted on the distal conductor; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was noise and the lead threshold could not be measured. The lead was not used and was replaced. No patient complications have been reported as a result of this event.